Event description:
On several occasions, the AED mis-interpreted ECG readings, and either did not shock a shockable v-fib, or did shock a non-shockable rythm such as ivr. Rptr has many examples of both problems on electronic file. The model of AED is 9210, and all of units are currently in the hands of MFR, as rptr has shipped them back to them at their request, and they have provided rptr with loaner units.